Event description:
It was reported that the procedure was to treat a mid right coronary artery. A 3.0 x 23 mm xience prime stent delivery system was pressurized to 6 atmospheres when the balloon ruptured. The catheter was removed; however, the stent remained in the patient and could not be found. Another unknown stent was successfully used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Stent dislodgement and shaft separation were confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.